Event description:
Event description guidant received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted and replaced due to battery depletion. The clinician expressed dissatisfaction with regard to longevity. The device was returned for laboratory evaluation.